Event description:
The customer contacted stryker to report that their device did not power on upon opening the lid as expected. This can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.

Manufacturer narrative:
The device was returned to stryker's product analysis center (pac) for further evaluation. The pac was able to verify and duplicate the reported issue. Investigation found reed switch sw5 to be faulty and determined this was the cause of the reported issue. This device was archived by stryker and the customer received a replacement device.

Event description:
The customer contacted stryker to report that their device did not power on upon opening the lid as expected. This can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate and verify the reported issue. The device cannot be repaired and will be replaced.